Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly, dropping from 100% battery life to 0%, within two days. There was no reported impact to the user's blood glucose level. Review of t:connect pump data confirmed that battery depleted from 40% to 1% in 10 hours. It was confirmed that the user had an alternate method of insulin delivery available.